Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker exhibited noise episodes. No further information was available.

Event description:
New information received states that the noise was noted during a follow up in clinic. The device was successfully reprogrammed. The patient was stable prior, during and post event.